Event description:
It was reported that the device has scratches on the screen and dso was damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Mfg name: corrected. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was confirmed through visual inspection and functional testing as the downstream occlusion (dso) seal was delaminated. The seal was replaced. Further investigation found a separated upstream occlusion (uso) seal. The dso seal was replaced. Occlusion tests plus dso/uso calibrations were performed. The device passed all testing criteria.